Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
The event was confirmed by the provided medical records. However the root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient's left hip was being revised due to reoccurring dislocation. The surgeon stated there were torn abductors and what appeared to be metallosis. The surgeon cleaned the trunion and implanted a +10 head. No other components were removed.

Event description:
The patient's left hip was being revised due to reoccurring dislocation. The surgeon stated there were torn abductors and what appeared to be metallosis. The surgeon cleaned the trunnion and implanted a +10 head. No other components were removed.